Event description:
Patient reported that , while preparing to insert a new insulin cartridge they were unable t0 fully retract the device's piston rod. Patient attempted to resolve the concern by mnanually pushing the piston rod, using a pencil esarer,; however, the piston rod did not return to the base of the cartridge compartment. No error messages were generated by the device. Patient's blood glucose was not affected and no treatment was received.